Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, when the device was being removed from the incision, a metal piece broke off the device. The metal piece was retrieved. No pt injury was reported.